Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke. A second event was reported during the case. The physician proceeded to use another inspiremd system. During the use of the second stent, the physician experienced tension during the deployment. The physician was able to get to pre-release, the system got stuck and then un-stuck. The stent jumped, and was placed too far distally, covering the lesion completely. The patient hypoperfusion and had a stroke. The patient coded and was revived through CPR. He died the next day.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke. A second event was reported during the case. The physician proceeded to use another inspiremd system. During the use of the second stent, the physician experienced tension during the deployment. The physician was able to get to pre-release, the system got stuck and then un-stuck. The stent jumped, and was placed too far distally, covering the lesion completely. The patient hypoperfusion and had a stroke. The patient coded and was revived through CPR. He died the next day.

Manufacturer narrative:
Device analysis and investigation is in-process.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent is related to high friction in the system, FDA code 4302.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke. A second event was reported during the case. The physician proceeded to use another inspiremd system. During the use of the second stent, the physician experienced tension during the deployment. The physician was able to get to pre-release, the system got stuck and then un-stuck. The stent jumped, and was placed too far distally, covering the lesion completely. The patient hypoperfusion and had a stroke. The patient coded and was revived through CPR. He died the next day.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke. A second event was reported during the case. The physician proceeded to use another inspiremd system. During the use of the second stent, the physician experienced tension during the deployment. The physician was able to get to pre-release, the system got stuck and then un-stuck. The stent jumped, and was placed too far distally, covering the lesion completely. The patient hypoperfusion and had a stroke. The patient coded and was revived through CPR. He died the next day. Follow up #2, additional information received on 17feb2026: this follow up report is to provide additional information we received which provides a correction to the initial report above. The information is the patient had hyperfusion after the stent was deployed and post dilated. This information does not change the reportability decision.